Event description:
It was reported that the patient's right ventricular lead exhibited noise. The patient presented to a lead revision. During the procedure, insulation damage was visually noted on the lead. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.